Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr results. Results are as follows: date (B)(6) 2013, inratio inr 1.8, laboratory inr 2.6. The time between testing was less than one (1) hour. Therapeutic range 2.0 - 2.2 for the pt. There was no reported adverse pt sequela. There was no add'l info provided.